Event description:
The doctor reported that the implant was removed due osseointegration failure less than a month after initial implant placement. Bone quality around the area was type 3, and oral hygiene around the implant was good. During the surgery, no significant findings were observed.